Manufacturer narrative:
Corrected data: h6. Annex a (a1503 was inadvertently omitted from the initial medwatch report). Additional codes. Annex g (g04034 was inadvertently omitted from the initial medwatch report). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Upon the first deployment attempt, it was observed that the valve paddles remained stuck to the delivery catheter system (dcs). In an attempt to remove the valve from the dcs, the system dislodged aortic. Subsequently, the system was removed from the patient. A non-medtronic valve was subsequently implanted into the patient. It was noted that a 45 minute procedural delay occurred as a result.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to confirm that the dislodged valve was ultimately left in the patient. Upon withdrawal of the dcs, the valve was no longer attached to the paddles.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 30-sep-2027, UDI #: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Upon the first deployment attempt, it was observed that the valve paddles remained stuck to the delivery catheter system (dcs). In an attempt to remove the valve from the dcs, the system dislodged aortic. Subsequently, the system was removed from the patient. A non-medtronic valve was subsequently implanted into the patient. It was noted that a 45 minute procedural delay occurred as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.